Event description:
It was originally reported that a vns patient underwent generator revision surgery due to end of service. A battery estimate performed -3.76 years remaining. The generator was returned for product analysis. During automated electrical testing, resistor r34 was found to exhibit a slightly out-of-limit (higher) resistance value. This slightly higher resistance value is more likely associated with a change in the method used to evaluate this part (since the electrical test specifications have changed from the time the generator was originally manufactured and tested). The part's value has most likely not changed so there is no real shift. All other measured parameters for this device are within specification so the single r34 measurement is with likelihood associated with the change in how the part was evaluated and has no adverse functional performance significance.